Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. The reported event of high capture threshold was not confirmed. Analysis found the helix was retracted and clogged with dried blood. After cutting the distal portion of the lead and cleaning the helix, the helix could extend and retract by applying torque directly to the inner coil. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found due to damage inner insulation at the connector portion consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-27800. It was reported the patient¿s right atrial (ra) lead and left ventricular (lv) lead exhibited elevated capture thresholds; pericardial effusion was noted. Pericardiocentesis was performed prior to lead revision. The physician opted to explant and replace the ra lead and lv lead on (B)(6) 2021. The patient was stable pre, intra and post procedure.